Event description:
It was reported that the patient presented in-clinic for a magnetic resonance imaging procedure. After the magnetic resonance imaging procedure, the implantable cardioverter defibrillator was found to be in the back-up mode. The device was programmed back to the original settings. Patient was stable.

Manufacturer narrative:
The reported event of the device entering back up mode following an magnetic resonance imaging (MRI) was confirmed. The information available was reviewed and it was determined that the device was not programmed to MRI settings prior to the MRI scan, resulting in the back up mode.